Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during pulmonary artery ligation, the powered stapler could not be fired. The surgeon then changed to a manual stapler, using the reload that was initially used with the first device, however the second stapler still would not fire. The green button could be pressed but the handle could not be squeezed. The surgeon tried to replace the reload with a new one, but the result is still the same. Finally, a new manual handle and reload was opened and used to complete the case. There was no patient injury.